Event description:
The customer reported via phone call that the insulin pump experienced a compromised force sensor alarm. The blood glucose reading at the time of the incident was unknown. There were no significant events prior to the alarm. Troubleshooting was conducted for the alarm. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.